Event description:
It was reported that the user experienced prolonged high glucose while using an ilet with a dexcom g7 and a contact detach infusion set on the abdomen, after insulin delivery did not occur for much of the day due to an alert 38; the user administered 30 units of subcutaneous insulin by pen and paused the pump for two hours, with glucose decreasing by the end of the call. Symptoms included hyperglycemia reaching 390 mg/dl. Outcomes included serious injury requiring unexpected medication intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, characterized as not reverting to alternative therapy once ilet stopped dosing, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.